Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: noise was present in the image. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified, and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope had noise present in the image. There was no patient involvement.